Event description:
It was reported that customer was hospitalized due to diabetic ketoacidosis. Troubleshooting was performed and the insulin pump passed.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No concluslion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.